Manufacturer narrative:
Device evaluation summary: during visual evaluation a tear was observed at a junction at the valve system. Microscopic examination was performed and the cause of the deflation could not be identified. Since no lot number was provided, no manufacturing record evaluation review could be performed. According with the product insert data sheet, the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube stylet provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation primary with an unspecified mentor saline breast implant and experienced deflation on the left side postoperatively. As a result, the patient underwent removal and replacement with saline mentor smooth round high profile 380cc, catalog number 3503380, serial number (B)(4) (l) and (B)(4) (r) on (B)(6) 2020.